Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side pain and beginning of hardening for the right side since 6 months ago. Also mentioned the recall and that is nervous due to all the situation. Healthcare professional later reported right side capsular contracture baker grade IV. The device has been explanted.